Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited a longevity data anomaly and a diagnostic anomaly. The device was explanted and replace on (B)(6) 2017. The patient was doing good after the procedure.

Manufacturer narrative:
The reported field event of the device reaching eri was not confirmed. No evidence of the device reaching eri could be found in the device image. Because the device did not reach eri, it is normal for the patient notifier to have not been triggered for eri. Bench testing found the device to be normal. Longevity analysis found the device to be normal.